Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test discrepant result were obtained. No confirmatory testing or patient impact was reported. (B)(4). The following information was provided by the initial reporter: "it was reported that the customer received discrepant results. Problem description: same test. Same two lines. Two different apps on two different phones. Both said something different! I assume 2 lines means positive. Was there any report of adverse medical impact? If so what? No".

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer received discrepant result¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. ¿same test. Same two lines. Two different apps on two different phones. Both said something different.¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test discrepant result were obtained. No confirmatory testing or patient impact was reported. Eua (B)(4). The following information was provided by the initial reporter: "it was reported that the customer received discrepant results. Problem description: same test. Same two lines. Two different apps on two different phones. Both said something different! I assume 2 lines means positive. Was there any report of adverse medical impact? If so what? No."